Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited reproducible noise causing inappropriate automatic mode switch. The patient presented for an atrial lead revision. Upon interrogation immediately prior to surgery, the atrial lead impedance was found low, and one impedance measurement was found low, out-of-range. The atrial lead noise was easily reproducible with left arm isometrics. The atrial lead was capped and replaced on (b(6) 2020. The patient tolerated the procedure well and was stable post-operation.